Event description:
It was reported that the external pulse generator (epg) displayed an error code after prolonged use, which reappeared after restarting the device, again following a prolonged period of operation. The epg has been returned for evaluation and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the external pulse generator (epg) displayed an error code after prolonged use. However, it was determined at analysis that the epg was failed in incoming functional test due to fluid ingression inside. It further noted that the printed circuit board (pcb) and liquid crystal display (lcd) were corroded. The lower and upper case were damaged. The hanger and insulator polyimide label were damaged. Additionally, it was noted that white unknown residue inside lower case. The housing gasket and hanger were broken. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: additional codes section. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.